Event description:
A medtronic ent rep reported the landmarx evolution system would freeze after start-up. A hard re-boot had seemed to fix the issue in the short term. This issue did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Investigation finds vgc cooling fan is frozen; overheating of vgc causing lock-up issue. Computer graphics card malfunction directly caused the issue. RMA issued for replacement computer. Gemstone navigation cpu shipped (B)(4) 2011. Issue resolved.